Event description:
On (B)(6) 2015, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ultramini meter had an inaccurately low control solution result. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy occurred at 12:30pm on (B)(6) 2015. At this time the reporter obtained a control solution reading of ¿110mg/dl¿ on the subject meter. It is not known if this falls within the control solution range for this strip lot as the test strip lot number was not provided. The patient informed the cca that they manage their diabetes with a combination of oral medications and/or exercise. The patient denied making any changes to their usual diabetes management regimen due to alleged product issue. During the initial call with the cca the patient stated that they developed the symptoms of ¿shaky, dizzy and blurry vision¿ 2 hours after the alleged product issue started. The patient self-treated this by consuming more food/drink at 2:30pm the same day. No medical treatment was sought due to these symptoms. At the time of troubleshooting, the cca walked the patient through a control solution test and the result was not in range. The correct control solution was being used, and the patient¿s testing technique was correct. The unit of measure was also set correctly at the time of testing. Replacement products were sent to the patient. This complaint is being reported because the patient claims to have obtained an inaccurately low control solution reading on the subject meter which led to them experiencing symptoms which are suggestive of serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.